Event description:
Customer stated that they just replaced the batteries but their meter will only beep and it will show "888" and then turn off. They also stated that when the meter does stay on, part of the numbers are missing from the display. A review of the system was conducted over the phone. This review indicated that the meter would not turn on when a test strip was inserted and that segments may be missing from the display. The customer was asked to return the meter for further eval and a replacement was provided.